Event description:
A distributor in (B)(4) reported that the water trap valve is missing from an rt134 adult breathing circuit kit. The missing component was found by the distributor prior to distribution to an end user.

Manufacturer narrative:
(B)(4) - method: the returned rt134 breathing circuit was inspected for missing components. Results: the water trap spindle was missing from the breathing circuit water trap, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 091218. Conclusion: the rt132 breathing circuit features a water trap. The water trap has a bowl which can be removed to drain condensate from the breathing circuit and a spindle which closes off the circuit when the water trap bowl is removed. The water trap spindle was found to be missing from the complaint breathing circuit. Each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted water trap spindle. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).